Event description:
Winco mfg, llc provided clinical recliner chairs. The chairs are less then 6 months old and are mechanically breaking. In the scissor mechanisms, the screws are falling out allowing the chairs to lock into a recline position and will not allow pts to sit up right. Danger in low blood pressure, restraint from existing chair and mechanically unstable. Dates of use: (B)(6) 2012 - (B)(6) 2013.